Event description:
Following implantation in 1979, pt developed numerous complications which are ongoing, including severe bilateral contractures, multiple failed capsulotomies, breast pain and burning sensation, arthritis, arthralgias, myalgias, chronic fatigue, depression, reflux esophagitis, interstitial cystitis, raynaud's phenomenon, cognitive dysfunction, dysesthesias, hand and foot alopecia, inflammatory bowel disease, chronic proctitis, atrophy subcutaneous tissue right gluteus maximus, rashes, headaches, possible connective tissue disease.